Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to verify the leaks, identify exact locations and root causes without a samples. The affected lot number at the time of the events was unknown. Based on the problem description, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A nurse reported two incidents where the spike from 3m¿ ranger¿ blood/fluid warming high flow sets detached from the tubing during infusion, resulting in blood spilling on the floor. No injuries or medical interventions were required due to the alleged malfunctions.